Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was reported that patient stated twice now they had turned on the programmer and the therapy is in the off position.